Manufacturer narrative:
Follow-up #1 date of submission 12/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings:the complaint could not be duplicated upon investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok, up and down arrows required increased force to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.